Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was resolved after explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported irritation, itching, rash and the device area is red which first started to bother them probably in october of 2021. Patient started to get break outs on their arms, thighs, stomach and really was affecting quality of life before they went to a dermatologist which was february and was prescribed steroid creams which seemed to help but did not go away. Patient started allergy testing at the end of march which showed they reacted to gold, fragrances, and cobalt. Patient eliminated fragrance from their home which has helped but patient started to have reactions on the stomach again last night. Patient saw the managing doctor about a month ago and asked if there were any reactions to the device and the doctor did not know of any but directed the patient to contact manufacturer to inquire. Reviewed ins and lead materials noting there is mp35n which is a nickel-cobalt alloy. The patient was redirected to their healthcare provider to further address the issue. Additional symptoms reported in notes provided by the patient included; mild irritation at implant area, soreness and itching of the lower back, forearms itching, bumps on forearms, itching/redness at battery/wire junction, sore and swollen lips, numerous areas of itching. Actions taken to address the issue included steroid creams and lotion. Additional information was received from the patient on (B)(6) 2022.they stated at this point they are not certain what the cause is, but reaction to the implant is a possibility, especially since the implanted device contains a nickel-cobalt alloy that is in contact with human tissue and they have an allergic reaction to cobalt. They were advised to follow up with their prescribing physician to assess their symptoms, and discuss the possible allergy to determine the best next steps to take. Additional information was received from the patient on (B)(6) 2022 asked what steps were taken to resolve the issue, the notes attached showed steroid creams and lotions were being used. They stated the issue had not yet been resolved and the device was still in use. Additional information was received from the patient on 2025-nov-15. They reported that they were considering removal of their implant. The patient provided an excel file with a large portion of their medical history. This included unrelated issues prior to the device including poison ivy, their mother's history of eczema, and gold crown implants. On (B)(6) 2021 during a visit with their doctor they informed them that they had some mild irritation at the implant site. From oct 2021 to feb 2022 they had slight soreness and itching on their lower back. On (B)(6) 2022 they presented with significant rash on their forearms at their annual physical. On (B)(6) 2022 they were prescribed clobetasol propionate, usp, 0.05% - twice a day for 10 days. They reported that medication improved their forearms, but the rash was moving to other areas including the back of their hands, legs, chest, back, etc. There was significant irritation and itching at night around the stomach and sides. On (B)(6) 2022 their doctor changed the treatment to triamcinolone acetonide cream ups 0.1% - twice a day for 2 weeks. From (B)(6) 2022 they had significant irritation and itching at night around the stomach and sides with periodic itching on the hands, legs, and lower back. They had a hard, red, irritated spot and were using aquaphor as necessary. On (B)(6) 2022 they had a patch allergy test done and showed a reaction to gold, fragrances, and cobalt and they started removing products from their home that contained fragrances. On (B)(6) 2022 they contacted the manufacturer and notified them of their situation and were informed that the device does contain cobalt and it may need to be removed. On (B)(6) 2025 their doctor emailed them saying that they wanted to discuss the skin irritation at their upcoming appointment. On 2022-may-18 their doctor communicated that they had hives which they started taking 10mg of zyrtec for. They bumps and itching appeared to be caused by contact dermatitis likely due to their previously determined allergies. Their doctor did not see a need to test for food, pollen, or insect allergies and did not believe the gold crowns were contributing. They reported stopping taking zyrtec because it made them feel "out-of-it" the next day and it wasn't effective in stopping the itching. On (B)(6) 2022 their doctor said the hard, red bump on their lower back could be removed without interfering with the device and they did not believe the irritation or bump were related to the implant. On (B)(6) 2022 the bump was removed along with several smaller bumps from their back because the doctor thought they may be grover disease. The biopsy from these bumps revealed that the large one was a benign lymphoid hyperplasia and the small ones were inflamed seborrheic keratosis. From (B)(6) 2022 they reported continued itching and irritation. On (B)(6) 2022 they informed their doctor that the zyrtec had successfully reduced the itching to an acceptable level. The patient reported having problems in their house with mold in sinks and toilets. After doing research they saw that mold in drinking water can cause hives and skin rash so on (B)(6) 2022 they stopped drinking their tap water and within 24 hours significant itching stopped. After 2 weeks the grover-type bumps had virtually disappeared. Over the next couple months they had mild itching and irritation that would flare up and continued to deal with their water situation. Their doctor was skeptical of the relationship between their issues and the tap water. They were later informed that their watch band contained cobalt so they stopped wearing it. On (B)(6) 2025 they informed their doctor that the device was providing negligible benefit to voiding. Their doctor said they could get it removed or just leave it. They suggested they turn it off to see if there was any effect which they did. They also eliminated strawberries, mango juice, and nuts from their diet at various points. They concluded that their skin irritation problem over the last four years had been the result of their device implants. The grovers type rash they said was due to the tap water and the hives due to their watch band. Additional information was received from the patient on (B)(6) 2026. They reported that their implant was removed on (B)(6) 2026 after (B)(6) 2025, they discussed with hcp that the implant was providing no benefits and the implant may be causing hives. Both agreed to have it removed. The patient provided more information from their own record keeping, over the past four years, they had experienced chronic skin irritation that began shortly after their implant procedures. The device had never produced the expected improvement of greater than 50% self-voiding. At its best, it provided only 20¿30% self-voiding, and over the past year it had provided virtually no benefit. As a result, they turned the device off in (B)(6) 2025. However, the skin irritation has persisted and may be partially or fully related to the implant. The patient came their own conclusion, the timeline and medical evaluations indicate a consistent pattern of skin irritation and hives associated with cobalt exposure. Given that the implant contains cobalt components and symptoms began shortly after implantation and have persisted even after the device was turned off, it was reasonable to consider the device as a contributing factor.